Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 22apr2020.

Event description:
The customer reported navigation (nav) ring is not working. The customer indicated the unit has a notch below the button. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.

Manufacturer narrative:
G4: 07jul2020. B4: 09jul2020. Information was received that the touchscreen was functioning as intended at the time of the reported navigation ring failure and no erratic settings or parameters were being accepted on their own without the user's input the navigation-ring not working does not affect the functionality of the ventilator, the unit will continue to function and ventilate patient. Based on this information, this is not a reportable event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 07jul2020 b4: (B)(6)2020 the customer ordered front bezel. The remote manufacture service technician emailed customer instruction on cleaning and maintenance. The field service engineer confirmed the whole front bezel was replaced to resolve the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.